Event description:
It was reported to medtronic minimed that the customer received a stuck button alert. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer was unable to clear the alarm. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with no button response. Unable to perform the self test, download the trace and history files using thump (download difficulty), or verify stuck button alarms due to the no button response. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, motor, or force sensor. The following were noted during a physical inspection: missing retainer, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, missing serial number label, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. The p-cap was unable to be locked into the reservoir compartment due to the missing retainer and reservoir tube o-ring. Unresponsive keypad (no button response) is confirmed due to moisture damage on the electronics. Stuck button alarms are unknown due to no button response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.